Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was underinfusing. The device was filled with fluorouracil and nacl 0.9%. The infusion time was estimated to be 7 days and at the end of therapy there was still volume remaining. Total fill volume was 87 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.